Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that a patient presented with signal artifact noted on the right atrial lead. No over-sensing was observed. The lead was explanted and replaced on dec 15, 2025. The patient was stable throughout.